Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Lead alert on (B)(6) 2016 for right ventricular (rv) lead pacing impedance of 279 ohms down from a trend of 299-348 ohms. Since (B)(6) 2016 290 short circuit paces and 47017 successful paces.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert for low impedance. The lead was reprogrammed and the patient will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.